Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 2 1/2 months of support on the lvad, the patient presented with congestive heart failure, suprasystemic pulmonary pressures, and symptoms of hemolysis. The hospital exchanged the patient's pump with a total artificial heart due to suspected thrombus. Following the explant, the vad coordinator and the doctor visually observed that there was some white "thing" on the inlet stator. There was no suspected device malfunction reported according to the doctor and the vad coordinator.